Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. Eval found this was caused by a loose right alignment pin on the upstream sensor. The failed upstream sensor was replaced.